Event description:
During the operation, the flexible shaft of the drill was broken. On the x ray taken after the operation it was found that small fragment of the flexible shaft was remained in the patient.

Manufacturer narrative:
The investigation concluded that the fracture of the returned device exhibited a dimpled fracture morphology. It was also concluded that there is no indication the event is related to a manufacturing issue. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection: the device was confirmed to be damaged as the shaft was fractured. Material analysis concluded that: "the flexible shaft was fractured near its interface with the drill chuck. The fractured wires exhibited a dimpled fracture morphology, indicative of ductile shear overload failure morphology. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
During the operation, the flexible shaft of the drill was broken. On the x ray taken after the operation it was found that small fragment of the flexible shaft was remained in the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.